Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection was performed on the returned guide wire. The reported core separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and core separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous radial lesion. During advancement of the balance middleweight (bmw) universal ii guide wire, resistance was met with the anatomy and the distal shaft broke. The separated distal portion was removed with an unspecified snare catheter. A new bmw universal ii was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.